Event description:
On (B)(6) 2011, a vns treating physician reported that his handheld computer works very inconsistently, he had many problems with it, and that the screen would freeze. The physician stated that he would have to pull the flashcard out to unfreeze the screen and would then require a re-interrogation of the patient. The physician did not want to do any troubleshooting with the handheld computer; he just wanted a new one. The handheld and flashcard were received for product analysis on (B)(6) 2011. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications in the product analysis lab. Analysis on the flashcard revealed the flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.